Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the probe would no longer cut after cutting a few pieces of tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.